Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone that the insulin pump alarm external flash crc error. Customer blood glucose reading was 95 mg/dl. Troubleshoot was performed. The alarm occurred three times. Customer stated the insulin pump failed self-test. Customer stated the alarm did not happened during priming and rewinding process. Insulin pump will be returning for analysis.

Manufacturer narrative:
Unit was received with an external flash error loop during boot up, problem isolated to the mother board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test due to external flash error alarm. Insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.